Event description:
As reported by the edwards field clinical specialist, the patient had a stroke following transcatheter aortic valve replacement (tavr). Per the clinical specialist, the case was entirely uneventful. The clinical specialist was notified by the physician after the fact that the patient exhibited stroke symptoms post procedure. Apparently the patient was taken immediately for a CT scan to rule out a hemorrhagic stroke. A computed tomography angiography (cta) was performed, which demonstrated that an occlusion had formed in the middle cerebral artery. The patient was then taken emergently to interventional radiology where they used a solitaire stent retrieval system by ev3 to perform an embolectomy. Flow was restored and the physician reported that the patient was discharged with mild hemispheric weakness.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. Although the root cause for the stroke cannot be confirmed, the patient's history of cvd and advanced age could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.